Event description:
During an ercp procedure, the physician used a wilson-cook web extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, resistance was encountered. The user continued to attempt to extend the basket. At this time, the inner drive wire punctured the outer sheath near the proximal end of the device. The user's hand was not affected. The pt or user did not experience an adverse event due to this occurrence.